Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
When using the tap it broke in the lateral mass of the patient. It was removed using a rongeur. No patient injury was reported.